Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The customer will be doing the testing and determine what needs to be repaired on the ventilator. The customer will contact covidien if they need further assistance.